Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal cramps and cloudy fluid. The break in aseptic technique was further described as the pt did not wear a mask. The pt was not hospitalized for the peritonitis event. The pt was treated with vancomycin (dose, frequency and route unknown) and with ancef 1 gram (route and frequency unknown) for 21 day. The pt¿s outcome is ongoing and improving. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.